Event description:
The manufacturer received information alleging a trilogy 202 ventilator's tidal volume does not increase. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was returned and evaluated by a manufacturer's service center. The service technician states that the device failed a dp calibration verification test step. The sensor printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non-reportable error code relating to an apnea alarm was found in the device's error log. The 43 micron filter and pollen filter were dirty and replaced. The ac cord clamp and rubber feet were missing and replaced. The front enclosure, enclosure seal, and handle were replaced. The firmware was updated. The device passed all final testing.